Event description:
It was reported that a patient presented to clinic for follow up. The right atrial (ra) lead exhibited over sensing. The ra lead was capped and replaced with a new lead on (B)(6) 2024.the patient was recovering post procedure.